Event description:
A report was received alleging that during use of the device on a pt, a portion of the device needle broke off inside the pt. No additional intervention or injury to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.